Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter. Additional information has been requested but as of yet have not been received. Should additional information become available, the file will be updated.

Event description:
According to the reporter; during an abdominoperineal resection and laparoscopy when a ligaclip l was inserted into the cavity, the valve was damaged and pneumoperitoneum was lost. The event occurred in use for patient. The procedure was completed with another device. The surgical time was extended by less than 30 min. The status of the patient: no problem. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. No bleeding occurred. The patient age is not available. The patient weight is not available. The device was not reprocessed/re-sterilized prior to use.